Event description:
The customer reported that: "the pt was on cvvh and the machine was taking off more than 100 cc every hour from set removal rate of the machine. At 2:00 am set rate was 200 cc/hr and removed 258 cc/hr; at 3:00 am set rate was 250 cc/hr and removed 334 cc/hr; at 4:00 am set rate was 150 cc/hr and removed 329 cc/hr. The treatment was stopped.